Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the black box data showed no pump reboots. The returned battery cap was able to secure to the pump and no power loss occurred using the returned cap. The battery cap contact height and width measurements were within specifications. The battery compartment was observed to be cracked. During testing, the pump powered on with no power loss or reboots. The complaint of a intermittent power issue was not duplicated during investigation. The pump was opened and no intermittent conditions were found on printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.